Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with peripheral diffuse lamellar keratitis (dlk) in the left eye two days following lasik treatment. The topical steroid dosage was increased. The dlk resolved two days following onset.